Event description:
Customer reported to beckman coulter, inc. (Bci) that incorrect sid (sample identification) (B)(6) was assigned to a patient ID (pid, patient identification) for 14 chemistry results on their unicel dxc 600 synchron instrument. The sid (B)(6) had previously been assigned to a different patient in (B)(6) 2008. A second similar event occurred on the same day; sid (B)(6) was assigned to a new patient even though it had been used before in (B)(6) 2008. The customer was using duplicate patient/sample ID numbers (i.e. Demographics merged). The technician caught the error before reporting results and manually programmed the sid at the instrument using the patient's last name as sid. Therefore, no incorrect results were reported out of the lab. The lab's general practice was to clear the sids at their 2 dxc 600 instruments daily. The test results correctly matched the demographics at the lis (laboratory information system). Since no incorrect results were reported out of the laboratory, there was no death, serious injury or change to patient treatment associated with this event.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site since one was not requested by the customer. The bci hotline representative advised the customer that the lis re-uses the sids as they roll over approximately every 6-7 months. The hotline instructed the customer to enable the "maximum sample program age" feature at the dxc instrument (sn(B)(4)), in addition to the other dxc instrument in the lab (sn(B)(4)). This feature alerts the user to a sample that has programming older than the specified age input by the user. The customer was also advised of the proper procedure for clearing of samples. The root cause of the problem was determined to be user error. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 to (B)(4) 2010 for additional reportable events.